Event description:
It was reported via (B)(6), syk regulatory affairs representative, that while visiting a relative at the hospital, she noticed that the fowler of the bed was drifting and would not hold position. No adverse consequence reported.